Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is not yet complete.

Event description:
Report received of a faulty display. The ventilator was not on a patient at the time of the event.